Event description:
The user facility reported to terumo cardiovascular system corporation that the cap on the reservoir lid was stuck on the port and was discovered out of box. No patient involvement as this occurred out of box.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information become available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 14, 2015. (B)(4). The actual device was visually inspected upon receipt, and the reported damaged to the cap and luer port was confirmed. The broken cap was found stuck in the port. The damage most likely occurred post manufacturing because tcvs does not install a cap on the port in question; instead, the purge line gets connected to that port. A review of the device history record revealed no anomalies therefore, a definitive root cause could not be determined. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.